Event description:
During a routine turp procedure for bph it was noted that the outflow from the continuous flow -fms fluid management system- was not adequate. The procedure was converted to an open procedure and it was noted that the pt suffered a bladder rupture involving the posterior bladder surface. Repair was successful.